Event description:
Pt with gastrostomy feeding tube found to have cellulitis around insertion site; also large amount of emesis (200cc) and abdominal distention. Balloon port was aspirated in order to remove catheter, and balloon was found to contain approx 35cc of fluid. Condition improved immediately.